Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support the 89 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage a shock. The patient's history was inclusive of coronary artery disease and a prior coronary artery bypass graft (CABG) surgery. The cp access site had an bleed and hematoma develop. The team attempted to troubleshoot by manual hold and a a sandbag placement. These measures did not resolve the groin site bleed that was ongoing during the coronary angioplasty. For the angioplasty both heparin and cangrelor were given for anticoagulation. During the angioplasty the patient condition did deteriorate, and the patient was medically managed. When the angioplasty concluded, the team involved vascular surgery. Vascular surgery had the impella weaned and then began to treat the access site. Three closing sutures were placed as well as dry seals sheath. The patient was then transferred to the operating suite for surgical closure. During this time the medical management with oxygen via nasal cannula, dopamine, and levophed drip continued. The pump had supported for 3 hours. The pump had been placed and best practices had been followed, however the use of anticoagulants and antiplatelets could have contributed to the access site bleed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.